Manufacturer narrative:
The technician found the CPR lever was sticking which caused the head section to lower. The technician adjusted the CPR lever to repair the bed.

Event description:
Information received indicates the head section is going down on its own.